Manufacturer narrative:
Other, other text: b5: additional information received via email and attached on 01-oct-2021: event did not occur while pump was in use with the patient. Event detail updated to reflect that no medical intervention required. No additional information is available. Additional information received via email and attached on 04-oct-2021: customer advised that device is continuing to have the same issue it was sent to smiths medical for repair (not passing the functional test). No additional information is available. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was not duplicated. Problem alarm -no cassette attached- was found in the event log. Dso sensor was replaced for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-07998. The report was submitted in error.

Event description:
It was reported that a smiths medical pump exhibited "cassette not attached." No patient harm has been reported at this time.